Manufacturer narrative:
We made visual and microscopic analysis. The visual analysis shows that the screw is broken through dynamic power. The microscopic analysis shows line of rests with following violence breakage. The sighting of the production order and material certificates show no meanderings.

Event description:
Broken screw in l4 (left). Non-sterile implant, hospital performs repeated sterilization process.